Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the stored episodes showed post-sensed t-wave oversensing corresponding to premature ventricular contractions that were inaccurately sensed due to blanking following atrial pace events. No programming changes were recommended, and the patient would continue to be monitored.